Event description:
It was reported that a lead was found bent at the opening of the package. It was noted that the lead was never implanted.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the lead model 3889, lot # va03040 showed no anomalies. Analysis of the stylet accessory showed that it was bent (new out of the box) near the distal tip of the lead. It was noted that straight tip stylets are inserted into the lead when manufactured.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.